Event description:
The customer reported an unexpected elevated vitros crmb result for a patient sample processed on a vitros 5600 integrated system. A vitros crmb result >20 ug/ml vs. 7.9 ug/ml occurred and reported from the laboratory. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. A corrected result was issued by the laboratory. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed the occurrence of an unexpected elevated vitros crbm result for a patient sample processed on the vitros 5600 system. The investigation determined the likely cause was user error. The operator did not correctly interpret an instrument condition code and result flag generated when the sample was initially processed. The operator incorrectly interpreted the condition code and result flag to indicate the result was above the assay measuring range of 20 ug/ml. The operator was made aware of the improper response to the analyzer condition code and result flag. There is no evidence to suggest that either the vitros 5600 integrated system or the vitros crbm reagent malfunctioned.